Event description:
It was reported that during routine follow up, the right ventricular lead exhibited high impedance and noise. The device was resolved by reprogramming. The device remained implanted. The patient will continue to be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.